Event description:
(B)(6). Event occurred during a lung ablation using a single icesphere needle. At approximately 5 minutes during the third freeze, the physician noticed there was little ice on the needle handle and cabling as compared to the first and second freeze cycles. Around 8 minutes, the gas flow was interrupted. The pressure on the gas cylinder was reported to be correct by hospital staff. Ablation zone suspected to be insufficient. Follow up imaging per study protocol will determine if the procedure was successful.